Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified cartridge alarm occurred. Blood glucose level was not impacted. No additional information was provided regarding this event. Reportedly, the customer continued to use the pump for insulin therapy.